Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log. While troubleshooting, the fse found test cup seals not properly punctured on all cups in waste, also found thumb screw on seal break completely loose. Fse tightened, lubricated all mechanicals and tested instrument, seal break functioned properly. Fse updated software to ver.2.54, successfully completed qc run without any errors and completed daily check maintenance run twice without any flags. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 6 - assay preparations provides detailed instruction on how to carry out a daily check and to confirm that it has been completed. Flags and error messages. Dl. A fault occurred in the detector or the substrate feed line. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag): a. The most probable cause of the reported event is due to loose seal break thumbscrew.

Event description:
A customer reported failed daily check maintenance and intermittent dl flags on the aia-900 instrument. The customer confirmed substrate was two days old. Customer also attempted moving the substrate tubing around in the bottle and priming, but daily check failed. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of follicle stimulating hormone (fse) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.